Manufacturer narrative:
Arjo service technician established the situation during the onsite visit. The patient's handset was found to be pressed. The patient was not aware of the situation. The pressing of the handset was not intentional. No device malfunction was found. The instruction for use for the minuet 2 (IFU 746-396-UK-7 11/2011) informs users about the optional feature available to avoid accidental activation by user. "The lockable handset operates in the same way as the standard control handset but has the facility to selectively disable bed functions to prevent their use by the patient." The way of usage of that feature is described in the IFU. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
It was claimed that the minuet 2 bed was moving without any commands given by a user. The event occurred during use with the patient. No injury was claimed.